Manufacturer narrative:
The autopulse lifeband associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the patient use, the autopulse platform stopped after performing compressions for less than 10 minutes. Per the reporter, the battery was fully charged. The user replaced the battery, however, the issue persists. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) stopped after performing compressions for 10 minutes, was confirmed in the archive data and during the functional testing of the returned lifeband (lot # 39099). A visual inspection of the returned lifeband was performed and found the liner material jammed through the belt guard, possibly due to a twist in a band or due to external force. As a result, the platform senses the extra drag on the band and stops compressions. The lifeband was manufactured and shipped to the customer in 2013 and the customer was re-using the same lifeband since they received it. Therefore, the likely root cause for the reported complaint was due to the user mishandling. Per autopulse user manual: the latex-free lifeband is a single-use component that is attached to the autopulse platform before each use. Discard the lifeband as it is a single-use component after patient use. Treat the lifeband as contaminated medical waste and dispose of it accordingly. There are no user-serviceable. If the user advisory or fault persists: remove and replace the lifeband with a new lifeband and then press the start/continue button again. During further visual inspection noticed that the protective cloth cover on band 1 and band 2 become detached from the plastic clip housing by being forcibly ripped from its fixing point. The liner material has been drawn through the belt guard slot, which may increase friction on the band and inhibit the belt movement. This is one of the possible causes for the platform to stop compressions. In addition, the lifeband shows the signs and characteristic of extensive usage. The lifeband was tested with a returned platform and the lifeband got twisted after performed several compressions and subsequently, forcing the platform to stop compressions, thus confirming the reported complaint. The customer's platform was tested with a good known lifeband along with the returned batteries (sn (B)(6) and sn (B)(6) and the platform along with the batteries performed as intended without errors or faults. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for lifeband with lot 39099.